Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No insulin pump alarm noted during testing. The insulin pump passed all operating currents tested within the spec range and passed off no power test. No ramping numbers noted on the display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced iop test failure alarm. The customer's blood glucose reading was 110 mg/dl. The customer sated that the pump counted down to 6 and started rewound. The customer stated that a temporary basal was not programmed before the alarm occurred. The insulin pump was returned for analysis.